Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the trabecular metal cup is loose and requires revision. Planned revision surgery using our custom-made. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: poland. The device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.